Manufacturer narrative:
No products were returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations.

Event description:
Boston scientific crm received information that this stylet had been surgically abandoned in the associated right ventricular lead when the lead was removed from service in 2009. It was revealed that a small fragment of the stylet had protruded through the lead and was stabbing into the muscle in the patient's chest, near the device pocket. The patient was very uncomfortable and the physician was worried that the stylet would fracture again, possibly perforating the heart. Therefore, the stylet and the associated lead were explanted. No other adverse events have been reported.